Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, when the vasoview hemopro 2 was opened it was observed that the tip was bent. The device was never used on a patient. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
The device was returned to the factory for evaluation. The cauterizing tool was inserted in the cannula with the 5ml syringe attached. It showed no signs of clinical usage and no evidence of blood. A visual inspection determined that the single-hook hot jaw heater wire was detached, severely bent and twisted. There was a small cut observed in the silicone insulation where the heater wire was in contact with it. No other damage to the devices was observed. The deformity observed is consistent with the type of damage seen from improper insertion and/or retraction through the cannula. Based upon the received condition of the device, the reported complaint was confirmed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. There are no other similar complaints reported against this batch. (B)(4).